Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intraoperative the helix of the right ventricular (rv) lead  did not extend when three to four clockwise rotations were applied, and no separation was observed at the distal end of the lead under fluoroscopy. When repositioning was attempted, the lead was unscrewed. Resistance was felt while attempting to pull back the lead. When applying eight to ten counterclockwise rotations, no movement or change in gap was observed at the distal tip on fluoroscopy. The lead was removed. Once the lead was outside the body, the helix extended fully within three to four clockwise rotations. Reverse torque was attempted and the helix did not retract. The lead was attempted/not used and was replaced. No patient complications have been reported as a result of this event.